Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure via a 6f sheath hole. Reportedly due to calcium, force was used to withdraw the device and it broke at the wire entry point. The broken piece was simply pulled out. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the tavi procedure was completed. The knots of the successfully placed proglide sutures were advanced. At the end of the procedure, the physician also used a non-abbott device to achieve complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue is filed under separate medwatch report number.